Manufacturer narrative:
Thv/tvt registry. (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-01832 .

Event description:
During a transfemoral tavr procedure, performed under conscious sedation, a 26 mm sapien 3 valve was deployed. Near the end of the valve deployment, the commander delivery system balloon ruptured. The valve was stable and positioned in the intended position, 80:20 aortic/ventricular (a/v). During the withdrawal of the delivery system, ¿more than the usual amount of resistance¿ was encountered when the delivery system was pulled back into the esheath. The delivery system was removed. A second delivery system was prepared and used to post dilate the valve. Following withdrawal, examination of the initial delivery system revealed a longitudinal, circumferential tear on the proximal end of the balloon. When the esheath was withdrawn from the left-side access site, it was noted that the marker on the sheath tip had ¿broken free¿ and ¿floated¿ down the right side. Angiogram noted the marker was ¿wedged¿ in the epigastric artery. The marker was noted to be stable and was not expected to embolize. The decision was made to leave the marker in place. There are no plans to attempt to retrieve the marker at this time. A nurse manager informed the patient and the patient¿s family of the event. At the time of the report, the patient was in stable condition. The native annular valve area measured 500 mm2 by CT. No annular calcification, severe native leaflet calcification and mild aortic root calcification was reported. The stj measured 22 mm with severe calcification reported. The access vessel minimum luminal diameter (mld) measured 6.6 mm with moderate calcification and no tortuosity reported. It was perceived that the withdrawal difficulty encountered during the removal of the delivery system contributed to the separated distal tip marker.

Manufacturer narrative:
Thv/tvt registry . (B)(4). The delivery system and esheath were retained by the site¿s risk management department and were not available for evaluation at this time. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be performed. No photographs of the device were provided. Imagery, 3mensio report, showing the access vessel calcification was provided. A review of the DHR, complaint history and lot history did not reveal any indications that a manufacturing non-conformance contributed to this event. No deficiencies with the IFU or training manual were identified. During the manufacturing process, the esheath undergoes multiple 100% manufacturing and quality inspections. These inspections make it unlikely that a manufacturing non-conformance contributed to the reported event. The report of the sheath distal tip ¿ separated marker was not able to be confirmed as the device and/or relevant photographs or procedural imagery were not provided for evaluation. Due to the unavailability of the device, it cannot be determined if a non-conformance contributed to the reported event. However, a review of the manufacturing mitigations supports that it is unlikely that a manufacturing non-conformance was a contributing factor. Although an exact root cause cannot be determined, previous investigations suggest that vessel tortuosity and/or sub-optimal insertion angles can lead to non-axial alignment during the advancement or removal of the delivery system through the sheath. In this case, the resistance felt during the removal of the delivery system following the balloon rupture and the additional pull force applied on the delivery system likely contributed to the reported marker band separation. No labeling or IFU/training inadequacies have been identified and review of complaint history revealed that the occurrence rates do not exceeded the (B)(6) 2017 control limits for the trend category. Therefore, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-01832.